Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of leakage past stopper was confirmed upon inspection of the samples. Analysis of the sample showed that one image shows what looks like transparent bubbles or droplets along the barrel, although it is unclear from the photo whether these are located on the interior or exterior surface. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 3ml ll tip bulk convenience pak had leakage past the stopper. The following information was provided by the initial reporter: material # 309702, lot # 5007825. Verbatim: rcc received a complaint via email. Email(s) attached. Plunger leaking. Exposure to hazardous substance; wasted product. Product#: 309702. Lot#: 5007825.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.